Manufacturer narrative:
E3: occupation: interventional neuroradiology. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the carrier tube and hemostasis sheath separated during rear-locking, although this was unable to be confirmed since the sample was not available for evaluation. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that during the neuroradiology procedure for the implantation of the angio-seal 6f hemostatic sealant, after the neuroradiology procedure, the system disarmed/came apart (possible anchoring problem). It was necessary to remove this device, and, in this case, we opted for digital compression followed by a compression dressing. The reported event did not result in patient injury and/or require medical or surgical intervention. There was not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.